Event description:
It was reported that a balloon rupture occurred. A 10.0 x 40, 135cm mustang balloon catheter was used to dilate multiple areas within the anatomy in a venous angioplasty procedure. After an unknown manufacturer's nitinol stent was implanted, the same 10.0 x 40, 135cm mustang balloon catheter was advanced for post dilation. However, on the third inflation, the balloon burst . The 10.0 x 40, 135cm mustang balloon catheter could not be completely removed from the patient when deflated. The physician performed peripheral and pulmonary aortography but failed to locate the device fragment. The procedure was completed without further post dilatation being performed. There were no patient complications nor injuries reported.